Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and low r-wave amplitude. The patient was asymptomatic and in sinus rhythm with no pauses noted. It was determined the lead had dislodged so a lead revision procedure was performed, and this lead was successfully repositioned. No adverse patient effects were reported.